Event description:
Interoperative bladder perforation (patient's right side) in a proact patient. Perforation treated with temporary catheterization. Right-side implantation was not completed and will be re-attempted in 2-3 months.

Manufacturer narrative:
Patient's left side proact was implanted without incident. Uromedica (B)(4).